Event description:
It was reported that during an unspecified procedure that a balloon burst occurred causing a distal dissection. The lesion was located in an unspecified vessel. The physician inflated the quantum maverick 15mm x 3.5mm balloon catheter an unspecified number of times using an unspecified number of atms, however, the balloon burst. The quantum balloon catheter was removed outside of the patient. The physician then implanted an unspecified stent in an unspecified location. It was noted that "the burst of the balloon caused the distal dissection". The procedure was successfully completed with a different device. "There were no further complications for the patient" and the patient's status was reported as "stable". Additional information was requested but not received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.